Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation also found multiple water leaks from the cable. Based on the results of the investigation, the definitive root cause of the issues could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during cleaning and disinfection of the subject device, it was observed that the adapter lock fell off. There was no reports of patient involvement.

Event description:
It was reported that during cleaning and disinfection of the subject device, it was observed that the adapter lock fell off. There was no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.